Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an IV catheter extension set was leaking from a crack in the arterial line tubing near the luer connector that connected to the catheter. This occurred during an arterial infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.